Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00017 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facscalibur¿ flow cytometer that there was erroneous reults. The following information was provided by the initial reporter: high cell absolute count is reported by the fse.

Event description:
It was reported that while using the bd facscalibur¿ flow cytometer that there was erroneous reults. The following information was provided by the initial reporter: high cell absolute count is reported by the fse.

Manufacturer narrative:
PMA / 510(k)#: k923790, k973483. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.